Event description:
The reporter states her husband passed on (B)(6) 2025. She states her husband had multiple dexcom sensors that would only last one to two days before having connectivity issues. At the time of his passing, the patient was wearing a dexcom sensor that was not showing any readings. No alert went off to notify them. The sensor reading on his phone later said "expired" and noted to replace it. The reporter received a letter from dexcom in july stating that receivers are having issues. Then, they received another letter later stating that her husbands sensor may have been part of a defective batch.